Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Hold for sh 4.2it was reported that the customer experienced a high blood glucose (bg) level (value not provided). Subsequently, the customer was hospitalized. No additional information was provided regarding the reported issue.